Event description:
It was reported to philips that the device displayed readings of vital signs incorrectly run and the operational check failed to shut off. There was no reported patient involvement.